Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08150. It was reported that the patient experienced internal bleeding. The patient was undergoing radiofrequency ablation (rfa) of a fibrotic liver tumor utilizing a 5.0/13/15 leveen standard electrode and a rf3000 radiofrequency generator. There were 3 complete roll-offs performed, 20 minutes each roll-off with maximum power of 160w. However, it was reported that the physician "never detected a warming in the needle and either detected in the tumor an ablation by ultrasound." The physician withdrew the needle; the ablation was not successful. The patient experienced internal bleeding in the liver and the area had to be embolized. The patient's status was stable.